Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Functionally hand tightened a lab titanium adapter to set without difficulty noted. Sample was not confirmed for the reported problem. A review of all batch record documents was performed for lot number h12k26058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that the patient connector was not connected well with the titanium adapter when the customer changed the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.